Manufacturer narrative:
Manufacturer's investigation conclusion: the reported drive line power fault alarms could not be confirmed as no log files were submitted for review. Although a specific cause for the alarms could not be conclusively determined through this evaluation, the alarms reportedly resolved after reconnecting the patient¿s modular cable. The account communicated that the patient presented to the ER after hitting his head during a fall. While at the hospital, it was noted that the patient had drive line power fault alarms. The alarms reportedly resolved after reconnecting the modular cable. The patient was reportedly asymptomatic and stable at the time of discharge. Heartmate 3 modular cable was not returned for evaluation and remains in use. No further complaints have been reported at this time. The heartmate 3 lvas IFU and patient handbook describe all alarm conditions, including the drive line power fault alarm, as well as the appropriate actions associated with them. Additionally, the patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The implant kit was shipped with heartmate 3 lvas IFU rev. A. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the drive line power fault alarm, as well as the appropriate actions associated with them. Heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms, including the drive line power fault alarm, as well as how to respond to each alarm condition. Additionally, this document cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
This event is also being reported on the pump in MFR # 2916596-2020-00780. It was reported that the patient came to emergency room after slipping in the bathroom falling on the face and head. While confused, the patient tried to pull the drive line cable and had minimum injury to the drive line exit site. CT scan showed no brain hemorrhage. Drive line power fault alarms were observed upon interrogation of the device and the drive line modular connection and the drive line connection to the system controller was checked. Reconnecting the modular connection resolved the alarms. A CT showed no evidence of brain hemorrhage but did reveal excessive cerebrospinal fluid, which needed to be drained. Additional information indicated that low flow alarms resolved by controlling the patient¿s blood pressure. The patient was reportedly asymptomatic and stable at the time of discharge.